Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specifications. No unexpected weak battery alarms noted. The device alarmed compromised force sensor system during basic occlusion test due to loose and or protruded drive support disk. The device had cracked case at display window corners and display window, broken belt clip slot, and minor scratched lcd window.

Event description:
It was reported the customer received a weak battery alarm after changing their battery. The customer also reported a compromised force sensor system alarm occurred. It was also found insulin was squirting out during the manual prime process. The customer stated no numbered appeared on their screen and there was no beeps heard. The customer was unable to prime their insulin pump. Customer's blood glucose was 479 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).